Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed. The device was restored prior to procedure to disable high voltage therapy in preparation for the explant procedure. The physician elected to explant and replace the device as the patient had stimulation and the device was on the advisory for premature battery depletion. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow. The cause of the event queue overflow was undetermined.